Event description:
A ventilator was returned to the manufacturer for service. A ventilator was returned to the manufacturer for service. During the evaluation of the device at the manufacturer's service center, the device failed testing. Further evaluation noted a foreign substance on the device's active exhalation control module, tubing and porting block. The device's active exhalation control module, tubing and porting block were replaced to address the issue.